Event description:
During a routine on-site preventative maintenance servicing by a laerdal field svc technician, the unit was found to fail the final test. The unit failed to prompt the warning, "close tape door" when the tape deck door was opened and continued to charge and deliver a shock.